Manufacturer narrative:
Supplemental report

Event description:
The international customer reported the ventilator displayed a pressure sensors failure at startup. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers field service engineer was unable to duplicate the reported problem. The service engineer reported there were no faults found during testing of the device.